Event description:
Information received indicates the bed has no function. Manual functions are not working also.

Manufacturer narrative:
The account replaced the power control module to repair the bed.